Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline entered the catheter connector and created a conductor wire short which resulted in the reported error message on the generator. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).

Event description:
Investigation of a catheter returned due to a temperature error message on the generator, revealed a handle leak.